Event description:
The customer reported 12-lead ECG failure. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG failure. There was no report of pt impact. The customer replaced the ECG leads trunk cable to resolve the issue. Based on the customers report, we will consider this to have been a malfunction of the ECG leads trunk cable.